Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 399 mg /dl at the time of incident. Troubleshooting found that a new battery did not revert the display to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the mother board also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. The insulin pump had cracked case at the display window corners, belt clip slot, cracked battery tube threads and minor scratches on the lcd window.